Manufacturer narrative:
(B)(4).

Event description:
It was later reported date of the onset/diagnosis of the infection was (B)(6) 2014. The patient also had redness related to the infection. The primary location of the infection was the device pocket. Intravenous and oral antibiotics were given. A culture was taken from the device pocket and results of this culture were pending at the time of this report. The infection resolved. It was noted that the patient's last refill was on (B)(6) 2014. It was later reported that the patient also had symptoms of swelling and drainage. The infection occurred post-operatively.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
It was reported the patient¿s pump was in her backside and her health care provider (hcp) had ¿never seen anything like it.¿ after the previous pump battery died, the pump was replaced on (B)(6) 2013 and placed in the back. Since having the pump replaced the incisions were healing and all of a sudden the patient got a sharp knife pain around the pump. The patient felt like she was operated on yesterday. It was noted the patient¿s pump and medication were working fine. The patient couldn¿t put anything over the pump and could only wear leggings because she went ¿through the roof.¿ it was not an electrical shock. It felt like the pump was ripping out of the other side. The pump was protruding out, which it did not do before. The patient saw her hcp a week ago and the hcp increased oral medication to see if that would help. The patient saw a movie last tuesday with jeans and within 30 minutes she could not deal with the pain. The hcp did not know what it could be but thought it was scar tissue healing. It was thought that it would go away, but the pain was getting worse. The hcp was being very careful to try to test it. It was noted the patient had 6 spinal fusions in the past. The patient had a small frame and there was trouble closing the incision over the pump. The pump was being used to deliver fentanyl. Additional information received reported the entire pump system was explanted on (B)(6) 2014 due to infection.